Manufacturer narrative:
Information contained in this report was previously submitted through psr on 21/jan/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ptosis; while the event reported is cancer, on a separate report the physician noted the reason for removal as ptosis.

Event description:
Patient reported being diagnosed with cervical/vulvar and skin cancers. Healthcare professional reported ptosis. Affected side is right. The device has been explanted.